Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A review of the device history record found that the device met all inspection and test criteria prior to release. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .7l/min. Visual inspection of the device found a hole near the entry point of the tubing, between the tubing and the bladder. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the tourniquet cuff was leaking air. The patient lost 800ml of blood and required a blood transfusion. There was no surgical delay reported.

Manufacturer narrative:
Additional information was received after the initial MDR was filed. This supplemental report is to correct details of the event. Details received via facility reported medwatch: stryker tourniquet applied to patient upper thigh for total knee revisions procedure. Before incision surgeon asked for inflation of tourniquet which caused tourniquet machine to alarm ad cuff would not hold inflation pressure. Surgeon then decided to perform surgery without use of tourniquet. Patient had blood loss of around 800ml of blood without tourniquet but did not require a transfusion. At the end of case the tourniquet was inspected by surgery nurse and surgeon's rnfa who deemed the leak in the tourniquet was at the location where the clear hose elbow meets the tourniquet bladder on the tourniquet cuff.

Event description:
It was reported that the tourniquet cuff was leaking air. The patient lost 800ml of blood and did not require a blood transfusion. There was no surgical delay reported.